Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: strip reused, strips stored in high environment storage condition, no chemistry on strip.

Manufacturer narrative:
Product not yet returned evaluation. (B)(4).

Event description:
Consumer complaint of blood result reading of "lo". I ran a back to back blood test, lo and lo. Customer states that her normal range is around 165 mg/dl. Reviewed the last 5 blood results in the meter memory; 1. Lo. 2. Lo. 3. Lo. 4. Lo 5. Lo.